Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no motor error alarm and no delivery alarm on the device. The motor passed the motor test. The insulin pump had scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 492 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised 4 inches from the end of the tubing was empty. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised the cannula was slightly bent. Customer alarm history showed multiple no delivery and low reservoir alarms. Customer declined to return the infusion set and reservoir for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.